Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was not confirmed. In addition to the reportable malfunction documented in b5, the additional evaluation findings are as follows: grip was shaved, sw1 (switch) had wear, sw4 (switch) had wear, protector of universal cord on s-connector side had a scratch, paint on s-cylinder was peeled and paint on aw (air/water) cylinder was peeled. Cds (cleaned, disinfected, sterilized) questionnaire was completed by customer as follows: customer cleaned, disinfected and sterilized the device before sending it to olympus. The customer does not know what the foreign material is. It is unknown if there were any delays in the start of precleaning. It is unknown if the customer flushed the air/water nozzle with water and air. It is unknown if there were any abnormalities in the accessories used for reprocessing. It is unknown if the customer presoaked the endoscope in the detergent solution. It is unknown if the customer wiped/brushed the air/water nozzle with clean lint-free cloths, brushes or sponges. It is unknown if the customer flushed the air/water nozzle/channel with detergent solution. A review of the device history record (DHR) found no deviations that could have caused or contributed to the foreign material remaining in the device. The DHR confirmed that the subject device was shipped in accordance with the specifications. As a result of confirmation of the inspection result report the suggested event ¿a foreign material came out of the nozzle¿ was observed. Therefore, it was verified that the device failed to meet specifications and the functions to be required. A definitive root cause of the foreign material remaining in the subject device was unable to be specified since it was unknown whether reprocessing was practiced in accordance with IFU. The occurrence of the reported problem can be prevented by processing in accordance to the instructions for use (IFU). Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the gastrointestinal videoscope had insufficient air to clear water from objective lens. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: foreign object in nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation